Event description:
The customer stated that the architect analyzer generated discrepant patient results for the cc calcium assay. One patient sample ((B)(6)) generated a result of 2.78 mg/dl which was repeated at 8.59 and 8.74 mg/dl. No impact to patient management was reported. The customer did some instructed trouble shooting (replaced the r1 needle and tightened the washer) and tested 5 different patient samples with no issues.

Manufacturer narrative:
The product likely cause has been changed from the architect cc calcium ln 03l79-21 to the probe and it has been addressed in MDR number 1628664-2013-00018 which also reflects the site registration number for the reagent.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.